Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It is likely the device interacted with the moderately tortuous, heavily calcified, 99% stenosed, right coronary artery (rca) during advancement resulting in the reported failure to advance. Further interaction with the anatomy during retraction likely contributed to the reported difficulty to remove. The investigation determined the reported difficulties appear to be related to the operational context of the procedure and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the concentric, moderately tortuous, heavily calcified, 99% stenosed, right coronary artery (rca), after pre-dilatation and intravascular ultrasound (ivus), the 4.0 x 33 mm multi-link 8 (ml8) stent delivery system (sds) met anatomical resistance and failed to cross the lesion. The device was removed with anatomical resistance; additional pre-dilatation was performed. A 4.0 x 28 mm ml8 sds was advanced but met anatomical resistance and failed to cross the lesion; anatomical resistance was met during removal. The procedure was completed using balloon angioplasty only. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.